Manufacturer narrative:
Concomitant medical products: dtma1qq crtd, implanted (B)(6) 2018; 429888 lead, implanted (B)(6) 2018 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and subsequently it was further reported that the right atrial (ra) lead exhibited non capture and was unable to sense intrinsic p waves. The ra lead remains in use. No further patient complications have been reported as a result of this event.